Event description:
Customer received "lo" result on control test using their contour. Range is 107-148mg/dl. No adverse event alleged. Customer test strips were replaced and they were to return theirs for eval but were not received by the qa lab.